Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was 90 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
No button error alarms noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a corroded motor home switch, and a cracked reservoir tube lip. No moisture damage noted on the electronic assembly.